Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing pain and sound quality issues. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage to the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.